Event description:
Boston scientific received information that this right ventricular lead displayed increased threshold measurements and was suspected dislodged. A revision procedure was performed, this lead was repositioned successfully. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.